Event description:
The device was returned to the manufacturer for lead breakage. No pt injury was reported. The pt recovered without sequela. The device was replaced and returned to the manufacturer for analysis.

Manufacturer narrative:
(B)(4). Final device analysis results revealed multiple conductors/wires were broken.